Manufacturer narrative:
Product event summary: product ID# 5086mri58: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and two leads were removed and replaced due to oversensing of high frequency noise. No patient complications have been reported as a result of this event.